Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help 8100 unit when try to run his yearly pm test unit is failing with pressure sensor get error pressure block . Before call in tech. Had replace set on unit reset unit repeat pm test still failing, request tech. Before have to replace sensor check ail sensor make sure not to dust clean it out with soft dry cloth, also check sears on door latch make sure their not loose or crack then replace then run calibration on unit for the sensor if still failing needs to replace sensor but good to replace both at same time. Please call back if still failing then unit has to be sent in for services repair. (B)(4).